Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was faulty; however, no further description has been provided. The patient underwent an additional surgery following their initial procedure. The device is not available for return to rayner. There is insufficient evidence and information available to determine the cause of the event. Our review of production records for the rayone emv rao200e batch 123229985 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
On 7th august 2024, rayner received notification of an event that occurred during use of a rayone emv rao200e. The event description provided states that there was a complication during iol surgery and that an additional surgery was required.